Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that the system controller was replaced with another system controller due to a message to replace the system driver. In addition, the system controller was also beeping with no lights other than the green power light being illuminated. The pt was advised to also exchange the power module pt cable. A continuity checker was administered to check the percutaneous lead as well as x-rays taken of the percutaneous lead.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The analysis was able to confirm the report of the replace controller message based on the review of the system controller log file. The log file revealed unusually low voltage levels and reductions in speed to zero rpm. These events were accompanied by the expected alarm flags activating for low flow hazard, low speed hazard, low battery advisory and hazard, and appeared to be occuring while the pt was tethered to a 14 volt pt cable. Based on the data contained in the log file, the system controller ultimately reverted to back-up mode which would have resulted in the reported event of the system displaying a replace controller message. The system controller was determined to be functioning as expected and could not be related to the unusual events contained in the system controller log file. In addition, one set of battery clips were returned for eval. A test battery was inserted into the battery clip and connected to the test equipment in the MFR's lab. No alarms were noted. While operating, the connections between the system controller and battery clip as well as the connection between the battery and battery clip were manipulated and no alarms were produced. The battery clip connections were tested using a test battery and the system controller returned from this event. The system controller lead was connected to the clip without issue. A test battery was inserted into the clip. The battery release mechanism was checked and was unremarkable. The battery remained secured in the clip when manipulated. The o-ring in the lemo housing was examined and was unremarkable. No further info is available. The MFR is closing its file on this event.